Event description:
It was reported that the customer received multiple attitude alarms during basal delivery. The alarms were ultimately cleared and insulin delivery was resumed successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.